Event description:
It was reported that the right atrial (ra) lead was undersensing and had possible noise which caused an improper modeswitch. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pacemaker, (B)(6) 2011; 5086mri58 implantable pacing lead, (B)(6) 201. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.